Event description:
It was reported that a patient experienced peritonitis, manifested by cloudy effluent and abdominal pain. It was not reported if the patient was hospitalized. The cause of the event was unknown. On an unknown date, the patient was treated with injection vancomycin (500mg, every three days, intraperitoneal, ongoing), injection ceftazidime (250mg, three times a day, intraperitoneal, ongoing) and injection amikacin (250mg, stat, intraperitoneal, for one day) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5. B5: upon follow up it was reported that on an unknown date, antibiotic treatment was discontinued and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.